Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: ddbb1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the patient heard tones and went to the emergency room. It was found that a rv (right ventricular) lead integrity alert was triggered due to noise and abnormal impedance on the right ventricular (rv) lead. It was noted that while the patient was getting up to walk a 2 second pause of pacing on telemetry was observed. The rv lead was explanted and replaced four days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the distal segment of the lead was returned and analyzed. Analysis revealed that the distal conductor of the lead developed a fracture due to flexing while in vivo. Additionally it was noted that the outer insulation was ruptured. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.